Manufacturer narrative:
The macroscopic and microscopic examination revealed that the screw broke due to torsional overload. Indication for material or manufacturing related problems were not found in this investigation. Based on statistical evaluation no indication was found for any device related issue.

Event description:
The surgeon was twisting the screw into a 6hole plate and was on the last screw when the head of the screw twisted off.